Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump stopped working during the rewind process. During the call the device started to boot up. After rewind the device rebooted twice then it went blank. Customer's blood glucose was over 200 mg/dl. Customer believes the device continues to have issues due to battery issues. Customer declined further troubleshooting and went to buy batteries. A new battery cap was sent and advised to call back if issues reoccurred. The device is not returning for analysis.